Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported system error 105, which was caused by a failed motor (seized). The failed motor assembly was replaced.

Event description:
It was reported that a spectrum infusion pump was alarming system error 105. It was also reported that there was no pt involvement.